Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2023, the patient was at school when the cgm was displaying 110 mg/dl and the bg was 540 mg/dl. During this time, the patient was dizzy, nauseated, vomiting, had a headache and was in diabetic ketoacidosis. The patient's mother picked the patient up from school and treated the patient with insulin. At the time of the report, the patient was feeling okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.